Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The hard drives were re-seated. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative called to report that prior to a case the mobile view station (mvs) and imaging system were booted normally, they came back and the mvs power light was flashing and the screen said no input. The site had to unplug the system from the wall to get it to shut down and when powering up the screen stayed on no input. The medtronic representative had the site flip the toggle switch on the actual computer off and back on, and then the system started properly. No patient was present during the time of the reported incident.